Manufacturer narrative:
The device was received with currents in specifications. No unexpected batt out of limit. No button error alarm. The device was received with intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 106 mg/dl. Troubleshooting was performed. The device was returned for analysis.